Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and found evidence of a leak around the bottom of the diff mix and pump modules. The fse also found a few kinked tubes on the pump module. These were corrected and every pinch valve was checked for leaks. Samples, 2 startups and controls were ran and all passed with no leaks. Root cause is most likely attributed to kinked tubing on the diff pump module that was corrected during instrument servicing.

Event description:
A customer contacted beckman coulter inc., (bci) stating that there was a leak of fluid and air on the coulter lh500 analyzer and the source could not be located. Customer discontinued processing of samples when leak was observed and reran samples on backup instrument. The customer was wearing gloves at the time of the event and the small amount of liquid was cleaned up. There was no exposure to mucous membranes or open wounds. There was no death or injury reported, no one sought medical attention.